Manufacturer narrative:
The solitaire fr3 revascularization device was returned for analysis without non-medtronic catheter used in the event. The solitaire fr revascularization device was returned within its introducer sheath. No bends were found with the pushwire. No bends or kinks were found with the marker coil. In addition, the stent attachment zone glue domes were found to be damaged. The stent tear drop struts were found to be in good condition. The non-working length struts were found bent with one strut broken. The stent working length struts were found in good condition. The solitaire fr3 stent was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken strut. Based on the device analysis and reported information, we were unable to determined the cause of the strut broke as this condition was not reported during the time of the event. The damages to the device (stent) are consistent with damage caused by resistance. Per the sem analysis report, fatigue cracking initiated from the wire surface followed by ductile overload failure for wire end. However, the root cause for the damages could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during thrombectomy treatment for an ischemic stroke. It was reported that when the microcatheter in position and tried to insert the stent into the hub; however, it did not go into the microcatheter easily and was removed. Another stent of the same size was selected and was easily put into the microcatheter. The thrombus was removed successfully. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU. Evaluation of the returned device found that the non-working length struts were found bent with one strut broken.